Manufacturer narrative:
Initial.

Event description:
It was reported that during a full supply change the patient overfilled the insulin cartridge, which resulted in leakage from the cartridge, and the agent instructed the patient to discard it and use a new cartridge before continuing the change. Symptoms included no reported clinical effects. Outcomes included no alerts or alarms and no medical intervention. Investigation included troubleshooting and user education conducted by the agent. Investigation of this case revealed user handling contributed to a leaking cartridge, and replacement with a new cartridge resolved the issue. It was concluded, based on previously established findings for similar reports, that the cause was user error related to overfilling during cartridge preparation.